Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Microscopic examination of the device revealed that there is a pinhole at the markerband. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 04-feb-2019. It was reported that crossing difficulties were encountered. The target lesion was located in a vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed balloon pinhole.